Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, one endeavor sprint drug-eluting stent was implanted in the lad and two non medtronic stents were also implanted. Approximately 24 months post index procedure, the patient suffered cerebral infarction (stroke) and died. The patients death was assessed as a vascular death. Investigator assessed the event is not related to the study device or anti platelets.